Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Review of the logfiles confirmed the flexvision pc malfunction. A philips field service engineer (fse) visited onsite and confirmed the flexvision pc had a grabber card issue. Fse replaced flexvision pc and hard disk. After that, the system was returned in good working condition and was ready for clinical use. The system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and identified that the system's flexvision pc was not starting up. The fse replaced the flexvision pc and its hard disks to resolve the issue. Review of the logfiles confirmed the flexvision pc malfunctioned, but no root cause was identifiable in the logfiles. After replacing the flexvision pc, the system was returned to use in good working condition and was ready for clinical use. The flexvision-2 pc was returned for further analysis. Functional testing was performed and no failure was observed.